Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the hakim valve separated from the catheter a third time after two revisions to correct the same event. A separation (disconnection or breakage) of implanted catheter occurred twice in the past. No further information was provided by hospital. The product will not be returned to your site.